Manufacturer narrative:
A.2 - a.6 were left blank as there was no patient involvement. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller failed to charge when plugged in. The power cord was swapped but the issue persisted. There was no patient involved.

Manufacturer narrative:
The automated impella controller (aic) was returned for further investigation. During testing, the reported issue was successfully reproduced. The power cord and fuses were inspected but no issues were found. The voltage was measured between the power supply and the power brick module was below the normal voltage. The dc power supply was replaced with a known good unit to resolve the issue. Further inspection of the batteries and pbm revealed no issues. Additionally, the console was tested with a known-good pump and purge cassette, and no problems were encountered. The reported issue that the aic wouldn't charge when plugged in was determined to be caused by a malfunction of the power supply module. The power supply module was replaced and a full functional check of the console was performed before returning the device to the customer.